Manufacturer narrative:
Section e1: address - line 1: (B)(6). The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the single use 3-lumen sphincterotome v was broken. It was noted that the patient was admitted for due to presence of stones in the lower segment of the common bile duct, as well as intrahepatic and extrahepatic bile duct dilation. The knife was checked prior to procedure and there were no issues noted. The first incision was done normally but the second incision failed. The issue was found during an endoscopic retrograde cholangiopancreatography and it was completed with a similar device. There was no patient harm or user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation a definitive cause for the broken knife wire was not established, however, the following factors may have contributed to the reported issue: ·high frequency current was applied between the cutting wire and the tissue at the point of the contact. As a result, the current density at the contact area increased, and the cutting wire became instantly hot. ·high frequency current was applied when the cutting wire and the tissue were being close to each other. As a result, an electrical discharge occurred, and the cutting wire became instantly hot. ·high frequency current was applied when the distal end of the device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. The cutting wire and the tissue were too close to each other. As a result, an electrical discharge between the cutting wire and the distal end of the endoscope occurred, and the cutting wire became instantly hot. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. ¿ when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. ¿do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. ¿when activating output, set the output mode of the electrosurgical unit to ¿cut¿ or ¿blend¿. Activating output in the ¿coagulation¿ mode could break the cutting wire. ·please follow the instructions below when carrying out sphincterotomy with the guidewire in place. Failure to observe these warnings could lead to injury to the patient, operator, and/or assistant, and may damage the endoscope, instrument, and/or endotherapy accessory. -do not use the guidewire in combination with any high-frequency therapeutic device that is not intended for sphincterotomy. -do not use the guidewire in combination with any high-frequency therapeutic device whose electrode is in direct contact with the guidewire. -set the output mode of the electrosurgical unit to ¿cut¿ or ¿blend¿. -activate the unit after confirming that the cutting wire of the sphincterotome is in contact with the target tissue. -do not use the guidewire if it has excessive bends, broken areas on the guidewire surface, or other damages. -the portion of the guidewire extending from the endoscope¿s biopsy valve should be kept away from the patient, operator, and assistant. -do not withdraw the guidewire during a sphincterotomy.¿ olympus will continue to monitor the field performance of this device.